Event description:
Information received indicates the brakes would set but only one end would engage the brake mechanism of the casters, the opposite end rolled when the brakes were set.

Manufacturer narrative:
The technician used a brake/steer upgrade to repair the stretcher.